Event description:
It was reported that since 2018, multiple lead integrity alerts (lia) have triggered. The lead alerts occurred due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). In addition the superior vena cava (svc) coil exhibited high/undefined impedance. The right ventricular (rv) lead was reprogrammed, and the alerts were also programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-58. Lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.